Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient was in the advanced evaluation stage of the trial when they started feeling stimulation in the wrong location, painful stimulation, and no stimulation on various programs. On program 1, the patient felt stimulation in the vaginal area and a sensation in the right leg and foot, and then stimulation sensation stopped entirely. Program 2 caused a sharp, pinching pain in the rectum and program 3 caused pinching in the buttock. They went back to program 2 and felt a charlie horse pain in their leg when it was set at 4.1. They decreased it to 3.9 and noted that it felt better, but there was no stimulation. It was added that the patient had to catheter themselves because they had 150 to 200 cc of residual urine in their bladder. They confirmed with the patient program mer (pp) that the therapy was on and there were no falls or trauma related to this event. They attempted to decrease the amplitude, but that did not eliminate the uncomfortable stimulation. It was noted that the urinary and bowel symptoms hadn't returned, but this came with a sudden change.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.